Manufacturer narrative:
Photographs received and review by shm for analysis. Evaluation of the photographs showed leak was detected in the tube, specifically located in top corner pump tube connection. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is; during assembly process in the bag loading operation the ay bag was not handled property. Production personnel was notified regarding reported failure mode and was conducted by quality engineer. The production and quality personnel were training on quality alert. The problem source of the reported problem was the manufacturing process.

Manufacturer narrative:
Establishment name: (B)(6).

Event description:
Information was received indicating the patient used an intravenous analgesic pump to relieve pain after the surgery and medicine leaked from a smiths cadd cassette reservoirs - non flow. The liquid leakage was found in the connection between the liquid storage box and the liquid delivery outlet during the using time. There was no reported injury to the patient.